Event description:
It was reported that during implant, the device set screw was not able to be screwed in. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device was missing a set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.